Event description:
It was reported that during preparation, it was noted that the scaffold of a 2.5x38 mm esprit btk system came loose from the balloon after removing the protective sheath. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to scaffold dislodgement during unpacking include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking, sheath removal or preparation. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported scaffold dislodgement. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.